Manufacturer narrative:
The device was returned to olympus for evaluation and inspection. The reported failure involving peeling of the tissue pad was confirmed. In addition, device evaluation identified a reportable malfunction consisting of a worn tissue pad. Based on the results of the investigation, the event is believed to have occurred when output was activated without tissue being grasped between the grasping section and the distal end of the probe, including after tissue resection. This condition likely resulted in wear of the tissue pad. Friction between the grasping section and the distal end of the probe may have generated abnormal heat, which could have contributed to the partial peeling of the tissue pad. The investigation determined that stress-related degradation with component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a therapeutic "lapa-appe" laparoscopic appendectomy procedure, the sonicbeat energy device was in use when the distal end tissue pad reportedly detached approximately 10 minutes after the start of the procedure. There were no reports that the detached tissue pad fell off into or remained within the patient. The device was removed from service and replaced with an olympus backup device. The intended procedure was completed successfully. The patient was under sedation during the procedure. The event reportedly resulted in a procedure delay of less than 30 minutes. No patient injury, adverse event, or health hazard was reported in association with this event.